Manufacturer narrative:
The insulin pump was received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. Unit received with slightly loose drive support disk, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and ketones on (B)(6) 2017 with blood glucose of 558 mg/dl. Current blood glucose is 228.6 mg/dl. The user went to the gym prior to the hospitalization event. The customer stated the drive support cap was protruded on the insulin pump. The customer does not know how the damage occurred. The customer was wearing the insulin pump during the hospitalization. The customer was advised to disconnect from the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.